Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently vibrated without proper cause. Tandem technical support attempted to obtain the pump data logs for review; however, the information could not be obtained. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.